Event description:
A theatre sister reported that the "machine" failed to aspirate with the handpiece and tip inside the patient's eye during a cataract extraction procedure. An occlusion error was noted during the case. The cassette was exchanged and the case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).